Event description:
It was reported that the patient's right knee was revised due to the baseplate collapsing. The baseplate and insert were revised to a new insert with a universal baseplate and stem. Rep confirmed there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.